Manufacturer narrative:
(B)(4). A hot axios stent delivery system was returned for analysis; the stent was not received. The handle was received in "step 2". Visual examination of the returned device found the tip/nose cone broken and was not returned with the device. The outer sheath was kinked at the distal section and the inner sheath was kinked in some locations. No other issues with the delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to procedural or anatomical factors encountered during the procedure. The reported event of device entrapment of device could not be functionally/visually verified since it issue is related to procedure and it was not confirmed. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to outer sheath and inner sheath kinked. It may be that once the device was kinked, the damage caused difficulties removing the device from the scope and multiple attempts/force to remove the device could have led to the broken tip. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the outer sheath was partially retracted from the nose cone exposing a portion of the first flange. The scope had to be removed from the patient as the delivery system was unable to be removed from the scope. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the tip/nose cone was detached.